Event description:
Complainant alleged that during a routine shift check by a clinician the device's manual override switch would not turn preventing the unit from going into manual mode. The zoll sales rep moved the allen set screw in and out, but there was no change in the problem. The complainant indicated that there was no pt involvement in the reported failure.